Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Therefore, the reported event(s) does not require further complaint handling by the manufacturer for medical device(s) and/or product(s), and the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported during a voice of the customer survey that an anonymous peritoneal dialysis (pd) patient decided to stay with in-center dialysis as they had reported permanent pancreas damage while completing pd therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Event description:
It was reported during a voice of the customer survey that an anonymous peritoneal dialysis (pd) patient decided to stay with in-center dialysis as they had reported permanent pancreas damage while completing pd therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A product history review was not completed during the investigation as the serial number was not provided.